Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for stroke and intractable spasticity. The hcp reported that the patient was in the hospital for gallbladder issues and had an magnetic resonance imaging (MRI) a week ago, the hcp would like a local representative (rep) to come out and check the pump to see if it recovered from it's stall during the MRI, the hcp stated patient was experiencing withdrawal symptoms. Technical services transferred call to national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative stating the patient is still in the hospital and needs another magnetic resonance imaging (MRI) for their prostate. MRI information was reviewed. The caller also stated the patient was due for a refill (B)(6) 2025 and are trying to reschedule for the patient to be filled in the hospital this week.